Manufacturer narrative:
(B)(4). Date sent: 10/30/2025. D4: batch # unk. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a97z4n, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the packaging was damaged before used on the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 11/14/2025, corrected data: h4, investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one individual box from a pve35a was returned for analysis. Upon visual inspection, the individual box was noted to be damage, and the damage was observed to be from the outside to the inside. Furthermore, when the packaging was removed from the individual box, it was observed that the tyvek from the packaging was damaged; it was noted to have a hole, and the hole was noted to be from the outside in. The damage found compromised the device's sterility. Due to the damages found on the tyvek and individual box, a possible cause for these conditions is due to improper handling during transit or storage. Additionally, photos were provided and they showed the condition of the reported event. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.